Event description:
It was reported by the rep the device was used during a thoracoscopy. It was reported when entering the ez45b into the chest, the cartridge dropped loose and had to be retrieved. It was reloaded and the same thing happened. A second ez35b was used and the same thing happened. There was no consequence to the pt.